Event description:
It was reported that there was an alert for high out-of-range system impedance greater than 400 ohms on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that the patient heard beeping tones from the s-ICD device that were related to this alert. Technical services (ts) analyzed device episode data and found that there were episodes of oversensing of noise two days post-implant while programmed primary that resulted in two inappropriate electric shocks. This was resolved by reprogramming to the secondary vector. Ts suggested a chest x-ray and further testing to verify insertion and lead integrity. It was noted that the physician has ordered x-ray and will continue to monitor. No adverse patient effects were reported. Currently, this s-ICD remains in service.